Event description:
A customer reported a cartridge alarm 20 with their insulin pump. There was no adverse impact to the customer's blood glucose level. Technical support assisted the customer with loading a new cartridge using the proper technique, but the cartridge alarm recurred, so a replacement pump was issued. The customer agreed to use multiple daily injections as a backup therapy and acknowledged receiving a pump with updated software. They confirmed their understanding of the instructions to return the defective pump and prepare for using the replacement pump, including connecting their cgm and programming settings. A replacement pump was sent with delivery requiring a signature.